Event description:
A customer reported that due to a delivery issue, she did not receive her replacement adc glucose meter. As a result of this issue, the customer reported she experienced a loss of consciousness on (B)(6) 2012 at 4:00am. The customer reported symptoms of "cold and sweaty" and stated she "passed out". Paramedics were called and obtained a reading of 30 mg/dl on their glucose meter. The customer was treated on scene with "3 tubes of liquid (oral) glucose", and her blood pressure was monitored. She was not transported to a health care facility. The customer reported self-treatment as "tried to eat some peanut butter, but it was not enough to stop her from passing out." There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The medical event was related to a delivery issue, therefore no product return or investigation is expected. The date of manufacture is unknown. The date listed. Is the date abbott diabetes care became aware of the event. (B)(4).